Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, factors that could contribute to failure to advance include, but are not limited to, interaction with anatomy, inadequate support during advancement, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. Additionally, return evaluation noted the guide wire exit notch was stretched likely due to handling and/or manipulation of the device during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified artery. A 2x28mm xience sierra failed to cross due to an unspecified reason. Another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis noted that the guide wire exit notch was stretched for approximately 1 mm.